Event description:
Avanos medical inc. Received a single report that referenced four different incidences, which were associated with separate units, involving four different patients. This is the fourth of four reports. Refer to 9611594-2022-00047 for the first report. Refer to 9611594-2022-00048 for the second report. Refer to 9611594-2022-00049 for the third report. It was reported that last week "we placed another rig (radiologically inserted percutaneous gastrostomy) which was much more straight forward, but when we reviewed 24 hours later, as we removed the dry dressing, the buttons were loose on top of the skin with no visible thread." Per additional information received 11 apr 2022, "before the procedure we clean the skin with skin disinfectant licensed medicines 2% chlorhexidine gluconate in 70% ipa sterile 3ml applicator, and only sterile water/gauze is used afterwards before a mepore dressing applied."

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. A review of the device history record is in-progress. The device history record for lot 30144446 was reviewed and the product was produced according to product specifications. All information reasonably known as of 22 apr 2022 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4).